Manufacturer narrative:
Product event summary: analysis confirmed the reported event; there was a deviation between the stylus and the cursor on the screen (diagonal from the lower left to the upper right corner) due to touchscreen misalignment. It was noted the touchscreen bezel was worn. Analysis also found an error code displayed after start up of the programmer during retrieving of log files; lem (link electronic module)/mpu (main processor unit) board spacer was found broken. It was also noted error was found in the programmer software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a pen calibration issue. The programmer was returned for service. No patient complications have been reported as a result of this event.